Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 600+ mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with cracks on the battery tube threads, and the case at the display window corners, as well as minor scratches on the display window, and a stripped battery cap coin slot.